Event description:
During preventative maintenance of the device, the hospital rep observed grease on the encoder wheel and the main bearing of the roller pump. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.